Event description:
Same case as MFR #6000089-2004-01374. Clinical study. It was reported that 2 months after a coronary artery drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left circumflex artery.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in om1 with 99% stenosis and a 2.25 mm reference vessel diameter. Target lesion 1 was treated with predilatation, cutting balloon angioplasty, and placement of a 2.5 x 24 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt presented about 2 months later with angina. Cardiac catheterization revealed: lmca-20% distal tapering, lad-30% stenosis just distal to diag1; 30% stenosis within diag1, lcx (target vessel)-80% ostial stenosis in om1, proximal to previously placed taxus stent, rca-mild luminal irregularities. In the same day the ostial lesion in om1 was treated with cutting balloon angioplasty and placement of a 2.5 x 8 mm taxus stent. There was no residual stenosis in the vessel following stent placement. There were no reported complications and the pt was discharged the following day. Causality: in the opinion of the physician the event was not related to the taxus stent.